Event description:
The device was removed due to "malfunction of reservoir due to right inguinal hernia." As reported to co, the reservoir component and connector from the assembly kit component were removed and replaced with another MFR component. The pump/cylinder set, catalog #9918s, serial /#171784j were left inplace from the original implant surgery. 2/4/97 -upon receipt of the physician/surgeons operative report, it stated "preoperative diagnosis: malfunction and malposition of penile prosthesis. Over the past several months the pt has noticed a swelling in the right scrotum and when seen in the office, we felt that his was the reservoir which had herniated. The prosthesis had still been working but was a little difficult to inflate. Postoperative diagnosos: malfunctioning and malpositioned penile prosthesis and right inguinal with incarcerated omentum. Operation: repositioning of the penile prosthesis reservoir and revision of the prosthesis. Repair of the inguinal hernia."

Manufacturer narrative:
In the received operative report, the physician indicated that the "pt obviously had an inacarcerated omental segment into a hernia sac." The reservoir was removed and the hernia was repaired. The physician then created a new pocket, and placed a new reservoir. The reservoir was received by the MFR. However, examination and testing of the device would not conclusively prove nor disprove that the reservoir was replaced to repair a hernia. Thus, quality assurance will accept the physician's observations and concludes that the device function was not associated with this occurrence.